Event description:
During the administration of IV antibiotics using a piggyback infusion set up, it was noted that fluid was back flowing into the secondary infusion bag, which would be flowing against gravity. The infusion set up consists of a 250 ml bag of normal saline as the primary infusion, and a powdered antibiotic reconstituted in 100 ml normal saline as the secondary infusion. The antibiotic comes pre-measured in a glass vial that is then attached to the secondary infusion bag and reconstituted. Carefusion brand primary and secondary infusion sets are used, along with the carefusion alaris infusion pump. Primary and secondary bags have been hung at the appropriate heights. No unusual conditions were noted during standard infusion conditions. Infusion rates were set at both low rates 10ml/hr and high rates of 100ml/hr. Using an external pressure bag, the primary bag was pressurized to find out at what point fluid would be forced backward in the set to the secondary bag. It was observed that it took between 50 and 50 mmhg pressure to force the fluid upward. This is not a likely condition to be replicated in the clinical areas. Slight pressurization of the secondary bag or the head pressure of the secondary bag being elevated did not induce any flow of the secondary bag fluid into the primary bag. An alternate setup was devised that allowed a calibrated digital pressure meter to be spiked into the other spike port and monitor fluid pressure. An average of 50 mmhg bag pressure was necessary to cause backward flow into the secondary bag which was properly located above the primary bag. A theory was that somehow the primary bags were pressurized in manufacture and were creating the situation. This was not deemed likely since the bags would have been very taut in order to have such pressure inside and would be noticed. Experiments were conducted using a vacuum gauge to monitor the possibility of negative pressure in the secondary bag. No significant negative pressure was noted until the secondary bag was empty, at which time the negative pressure increased to approximately 20cm h2o. This negative pressure correlates to the head pressure difference between the secondary bag fluid level and the primary set. This negative pressure could not draw any fluid into the secondary bag. The secondary bag typically has a small rigid vial attached that initially contained the medication concentrate. Experiments were conducted to determine if a negative pressure could be developed that would cause a return flow. It could not. Rates were changed to determine if there was an oscillation in the peristaltic pumping process that would use the primary check valve to gradually force fluid back up the secondary tube to the bag. That could not be created as a condition.